Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician found the tip of the angio-seal sheath broken when he opened the package. He changed to a new one and finished the operation. The patient was reported to be in stable condition. Additional information was received on 24sept2020. The procedure performed for the patient prior to use of closure device was an angiogram. The subject component found in the foil pouch was the bypass tube that was detached. An 8fr. Procedural sheath was used. A pre deployment angiogram was performed.